Event description:
A flaking substance from insert trails was discovered in pt's wound. The flaking substance was removed and the wound cleaned out and surgery was continued without harm to pt or delay in surgery.